Event description:
It was reported that a pump was not recognizing a closed door. There was no patient injuries or adverse events related to the device.

Manufacturer narrative:
MFR reference number: (B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete a supplemental report will be submitted.